Event description:
The us complainant had placed a 5.5 pump to support a patient with history of postpartum cardiomyopathy in need of transplant. The 5.5 was placed as the patient awaited transplant. After over one month of support the pump cut down site had a bleed that prompted two units of blood. The pump also had high purge pressures remedied by adding tissue plasminogen activator to the purge and automated impella controller swapping. The pump remained on for support for seven more days, and the patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of access site bleeding and high purge pressure has been completed. The impella device was not returned for evaluation. Based on data logs and clinical details, the root cause of the high purge pressure was determined to most likely be biomaterial. The root cause of the access site bleed could not be determined due to lack of clinical detail and returned product.